Manufacturer narrative:
Complaint confirmed, the dovetail feature broke off ad the distal end of the impactor is damaged and deformed. A likely cause of the event is user-applied mechanical forces.

Event description:
On 11/29/2021, it was reported by a facility representative via e-mail that a ar-613-98 ibalance tka broke. This was discovered on (B)(6) 2021 during a tka when the surgeon was using the small impactor and the metal coupling device broke. The broken fragments were retrieved, and another impactor was used to complete the case.

Manufacturer narrative:
Complaint confirmed, the dovetail feature broke off ad the distal end of the impactor is damaged and deformed. A likely cause of the event is user-applied mechanical forces.

Event description:
On 11/29/2021, it was reported by a facility representative via e-mail that a ar-613-98 ibalance tka broke. This was discovered on (B)(6) 2021 during a tka when the surgeon was using the small impactor and the metal coupling device broke. The broken fragments were retrieved, and another impactor was used to complete the case.